Manufacturer narrative:
Date sent to the FDA: 2/24/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 2/24/2021. Corrected information: trade name - (B)(4). Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 275 g/m.

Manufacturer narrative:
Date sent to the FDA: 02/03/2021. Additional information was requested, and the following was obtained: on what tissue was the suture used? White umbilical line + rectus femoris anterior aponeurosis. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal. Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? No. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. No. Were there any complications during initial surgery (cholecystectomy)? No. Did the operating surgeon observe any suture deficiency or anomaly before, during the suture placement and/or after suture placement? No. The patient did not have a surgical reprise, he retains a sensitive inflammatory sheet. Were cultures performed? Results? No. Other relevant patient factors/comorbidities/concomitant medications? No. What is physician¿s opinion as to the etiology of or contributing factors to the event occurred on (B)(6) 2020 (biological inflammatory syndrome with hyperleukocytosis, superinfection)? What is physician¿s opinion as to the etiology of or contributing factors to the events presented on (B)(6) 2021 (pain, evaporation, umbilical parietal infiltration, granuloma, suppuration, left paraumbilical opposite the trocar opening? Thread processing problem? Lot compromised? These events are exceptional enough that I notice the repetition of the same table of thread rejections on 3 patients operated on during the same period 3 days apart. The rejection involved all sites sutured with umbilical and para-median vicryl 1+. Since then I have used this wire without observing any problem. What is the patient¿s current status? The patient is on medical surveillance, he retains an inflammatory sheet which stabilizes tolerable. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure? Product lot number? Unk. What was the appearance of the suture during the suture removal? Was the suture removed in a reoperation procedure? If yes, date and details? How was granuloma and suppuration treated? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events for other 2 patients were reported via 2210968-2021-00567 and 2210968-2021-00564.

Manufacturer narrative:
Date sent to the FDA: 2/24/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. The following information was requested, but unavailable: was the patient treated or planned to be treated for on (B)(6) 2021 outcome? Was any medication prescribed for this event? Please specify. Unk. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture / solid / parenteral strength = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 2/24/2021. Corrected h6. Health effect - impact codes: f2303. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Product lot number? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Were there any complications during initial surgery (cholecystectomy)? Did the operating surgeon observe any suture deficiency or anomaly before, during the suture placement and/or after suture placement? What was the appearance of the suture during the suture removal? Were cultures performed? Results? Other relevant patient factors/comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to the event occurred on (B)(6) 2020 (biological inflammatory syndrome with hyperleukocytosis, superinfection)? What is the patient¿s current status? Adverse event occurred on (B)(6) 2020 with treatment from (B)(6) 2020 to (B)(6) 2020 was submitted. Adverse event occurred on (B)(6) 2021 with pain, evaporation umbilical parietal infiltration, left paraumbilical opposite the trocar opening, a granuloma, suppuration and removal of suture was submitted via 2210968-2021-00560.

Event description:
It was reported that the patient underwent a minimally invasive cholecystectomy in laparoscopy procedure on (B)(6) 2020 and the suture was used. On (B)(6) 2020, it was a suspicion of sepsis from cholangitis and biological inflammatory syndrome with hyperleukocytosis. It was also reported that superinfection at the navel area, of the left paramedian aponeurosis, occurred. The following treatment such as ceftriaxone/rocephine 2 g injectable from (B)(6) 2020 to (B)(6) 2020 and metronidazole/flagyl injectable from (B)(6) 2020 to (B)(6) 2020 was implemented. Additional information has been requested.